Event description:
The physician used an empira nc 15x3.00 on a highly calcified lesion to pre-dilate the lesion. The same empira nc was used to post-dilate the drug-eluting stent (des). While inflating the balloon to post-dilate, the distal segment broke off. The shaft broke apart at the rx port and completely separated. Both inflations were to 18 atm. The physician tried to not move the balloon on the guidewire during inflation. The physician used a gooseneck ev3 snare to puncture and retrieve the balloon. The physician carried out the case with a dura star with no issues. No adverse pt consequences were reported.

Manufacturer narrative:
Device may be returned. Awaiting confirmation from site. Mfg records were reviewed and there was no evidence to suggest the device may have been released with non-conformities related to the nature of this complaint.